Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak occurred 4 hours after intubation. The tube was replaced, and the cuff was checked, revealing a leak from the proximal part of the cuff. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was confirmed and a leak was identified. The probable root cause is due to welding error during manufacturing.